Manufacturer narrative:
Investigation summary: customer reported issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer reported false positive results are corroborated when compared with the growth curve. No erroneous results were reported to doctors, and patients were not impacted. Bd remote assistance communicated with the customer and confirmed the false positives are caused by the possible rise in temperature in the laboratory or power outage. The bd remote assistance also confirmed that the user repeated the same samples which gave the correct results according to curve behavior. This is an unconfirmed failure of the bd product. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was believed to be temperature in the laboratory or power outage. No new trends, risks, or hazards were identified as a result of the complaint.

Event description:
It was reported that while testing with bd bactec¿ fx, instrument top, packaged 6 false positive results were obtained. Samples were reran and yielded expected results. Results were not reported. There was no report of patient impact.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while testing with bd bactec¿ fx, instrument top, packaged 6 false positive results were obtained. Samples were reran and yielded expected results. Results were not reported. There was no report of patient impact.